Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable pulse generator (ipg) exhibited setscrew problems, where the it was impossible to screw the right atrial (ra) lead into the implantable pulse generator (ipg). The device was explanted and replaced. No patient complications have been reported as a result of this event.